Event description:
It was reported that during a mini-open rotator cuff repair procedure using a magnum 2 knotless implant, after the implant was imbedded in the bone the suture slipped out of it while tightening. This implant was abandoned in the bone and a new bone hole was drilled to complete the procedure, using an additional magnum 2 knotless implant. There were no significant delays or patient complications reported as a result of this event.